Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged and the set screw had a rounded socket.

Event description:
It was reported that at an implant attempt, the device setscrew became too loose inside the header for a tight lead connection. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.